Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A titan otr and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation with abrasion adjacent to it on the shorter exhaust tube of the pump at the tube/strain relief junction. Testing confirmed this to be a site of leakage. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that the abrasion marks noted on the longer exhaust tube and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the shorter exhaust tube of the pump to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, it was reported the titan did not work. During the operation to fix the device, tubing rupture was found.